Manufacturer narrative:
The camera mounting assembly was received. Visual inspection of the camera mounting assembly shows a very dirty mirror for the eyetracker camera. The correct pupil detection and tracking with eyetracker during treatment would be reduced by the pollution on the mirror. This pollution could be heavy amounts of balanced salt solution (bss), which was used by customer during treatment. The root cause is improper handling by customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During on site visit, field service engineer (fse) replaced tracker camera mount with optic, eye tracker camera and processor. Aligned and tested tracker successfully. Completed system verification to specifications. No deeper root cause is available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported difficulty tracking. Additional information received from the facility stated the issue has been fixed and no patients were affected.